Event description:
The hospital reported that during a diagnostic colonoscopy the patient felt a shock. The colonoscope was immediately withdrawn from the patient. The hospital reported that this is the second time this occurred with the same device. The hospital reported that they are using a non-olympus electrosurgical unit. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The colonoscope was tested with an olympus electrosurgical unit and no electrical leakage was noted. In addition, an insulation test was performed on the insertion tube and on the plastic cover of the distal end, both test results were within specification. Therefore, the cause of the user's experience cannot be determined by olympus. This report is being filed as an MDR in an excess of caution.